Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the issue was that the battery needed charging. They were able to recharge, and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated the charger was not working. The patient stated it said it was going to find the device but it can't find it. The agent asked the patient when they last charged the implant, and the patient stated they went almost a year without having to use it and started attempting to recharge their ins since a week ago. Patient services walked the patient through removing the battery pack and plugging the controller into the ac power cord; the patient confirmed controller powered on. The patient put the battery back into the controller and confirmed the controller was charging. The patient then connected the recharger and confirmed no device found. The patient went through passive recharge mode, and the middle number was 49. The patient confirmed they could feel the implant when they pressed on their back with their fingers and positioned the antenna correctly over the ins. The patient placed the antenna over the relay box, and the number went up to 98. The controller would not go beyond 52 on the passive recharge mode screen. The agent reviewed that it might take longer for them to go through passive recharge mode due to the middle number not going above 52. The patient was redirected to their healthcare provider to further address the issue and see if there are changes at pocket site. No symptoms were reported.